Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had several pump errors. Customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
No unexpected pump error alarm 25 noted. The insulin pump was returned for power error. Detailed trace analysis did not confirm power error alarm 25 was triggered. The backup battery unloaded voltage did not drop below 3.7v for consecutive 240 minutes. The insulin pump had minor scratches on lcd window and case.